Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Per visual inspection: no physical damage to cartridge holder. Front cap shell won't lock in place. The inpen paired to the commercial app. Unable to perform baseline and wireless functionality including displacement dose accuracy. Inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. Battery investigation was performed, and battery measured 3.026 volts. No battery anomaly noted. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Unit reached end of life. Inpen received with leadscrew 1/4 of the travel. Unable to perform functional test due to inpen reaching end of life. In conclusion: inpen battery lifetime last 1 year after first paring. It is possible battery life decreased as expected and the low battery icon appears several times near the end of the battery lifetime. Inpen working as designed. No battery anomaly noted. Therefore, the customer complaint of dose log inaccuracy could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported does log inaccuracy. The customer reported no adverse event. The event involved product(s) mmt-105elgyw1. Troubleshooting was performed and difference between the dose intended and dose logged was 0.5 units. No harm requiring medical intervention was reported. Mmt-105elgyw1 was requested and the device was returned for analysis